Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported backup alarm issue (a back-up alarm audio which was mounted in cpu board had failure) and replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported e/c 1104 (backup alarm failed) was found in the error history. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05/11/2019. Failure analysis on the returned cpu board shows that the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 470 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.